Event description:
Patient was hospitalized this past week and is currently on a ventilator 24/7 and has to be on oxygen. Patient also came out positive for pneumonia. Patient missed as well due to it being bad they to throw it away.

Event description:
Add'l info received for report # mw5096821 on 09/23/2020.